Manufacturer narrative:
The MFR's report number for this case is 9681138-2013-00026. Super poligrip is manufactured in (B)(6). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of nose bleed in a (B)(6) male pt who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) for denture adhesion. A physician or other health care professional has not verified this report. The pt's past medical history included smoking. Concurrent medical conditions included denture wearer, diabetes, high cholesterol and hypertension. Concurrent medications included rivaroxaban (xarelto), anti-hypercholesterolaemic (cholesterol reducing agent), blood pressure medication and diabetes medication. On an unk date, the pt started double salt dental adhesive cream. At an unk time after starting double salt dental adhesive cream, the pt experienced nose bleed, hemoptysis (described as spitting up blood and coughing up blood) and suspected gastric bleed. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was continued. At the time of reporting, the events were unresolved. Consumer reported that he started using super poligrip two or three days ago. He stated that last night his nose started bleeding and he started spitting up blood. He reported that when he coughs, he coughs up blood. In the event of possible gastric bleed, the consumer further described when he coughs up the blood, it is like it is coming up from his stomach. He stated that he has made a mess of his undergarments and linens. The consumer stated that he has been bleeding nonstop and has bled through a hand towel, a half of a roll of paper towels and almost a whole box of kleenex. Consumer reported that he does not know what has caused the bleeding to start.